Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report ID: 2015691-2026-11017. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint events were identified. The complaint for device not completely de-aired during flushing and preparation was confirmed with empirical evidence based on the information provided. The device was returned and images of the procedure were provided for review. The product evaluation confirmed the seals were undamaged but was unable to confirm if a leak was present as the flush port stopcock detached from the tubing during evaluation. This is unlikely to be related to the event as no leaks were detected during device preparation or intra-procedurally. Additionally, the complaint device passed leak testing in manufacturing. The imaging evaluation could not confirm the presence of an air embolus with hemodynamic changes at the time point described in the event description. Potential root causes for the presence of air may include: air from an alternative non-pascal device, omission of a flushing/de-airing step and/or improper stopcock/syringe technique. However, a true root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 1 of 2 for this event.

Event description:
Per the report received from canada, edwards received notification of a pascal precision ace procedure in mitral position through the right femoral vein. During the procedure, air was introduced in the patient. The patient was under general anesthesia when the procedure began, with a recorded left atrial pressure of 17 mmhg. There were no issues during device preparation or with the device itself during or after implantation. The guide sheath (gs) and introducer, with a syringe attached to the end of the introducer, were handed to the physician. While the implant system was still being prepared with the fellow, it was not observed when the syringe was removed from the introducer. The gs and introducer were advanced over the guidewire, crossing the interatrial septum into the left atrium. Once two centimeters of the gs were measured in the left atrium, the physician quickly withdrew the introducer and guidewire. A few seconds later, bubbles were visualized in the left atrium by the cardiac anesthetist performing the tee. He notified the interventional cardiologists, and since there were no immediate hemodynamic changes (heart rate or blood pressure), the team decided to continue with the procedure. The implant with the loader was introduced into the gs, advanced 5cm, and the loader was retracted. The gs was then aspirated (50 cc), but bubbles remained visible in the left side of the heart. At this moment, the patient developed hypotension and bradycardia. Cardiopulmonary resuscitation was initiated, and IV medications, including inotropes, were administered to improve blood pressure and heart rate. The patient responded to treatment and recovered hemodynamically, allowing the team to continue the procedure. The intervention was completed successfully with the implantation of two ace devices, resulting in mild residual mitral regurgitation. According to the medical team, the perceived root cause was most likely an isolated event related to a defect in the gs, as all recommended preparation steps had been followed. The mitral regurgitation (mr) was severe prior to the start of the procedure, and it was recorded as mild post procedure with a heart rate that averaged from 110/120bpm and a systolic blood pressure of around 140.